Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (on 15-feb-2008) is considered to be the best estimate. Updated data: a2, a4, b4, b5, b6, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventrio hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch which was implanted on (B)(6) 2009. Attorney alleges that the patient had revision surgery on (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.". It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex mesh. Per op notes, ¿the large hernia sac was excised. The repair was undertaken with implantation of a large circle ventralex hernia patch which tacked at its perimeter using the tacks.¿. On (B)(6) 2010 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of ventrio mesh (device 2). Per op notes, ¿the left edge of the prior mesh was avulsed. The right side was well incorporated. The incarcerated hernia contents were encountered. The prior mesh (device 1) and tacks were removed. The entire anterior abdominal wall of intraperitoneal adhesions were taken down. A ventrio patch (device 2) was placed to defect and tacked using sorbafix.¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventrio hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch which was implanted on (B)(6) 2009. Attorney alleges that the patient had revision surgery on (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.